Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the device was not delivering energy; therefore, would not cauterize. Staff changed the cord without success. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: no visual non-conformities were found on the returned bisector elements. Resistance measurements were within specifications. The reported failure was not confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).